Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: brush passage required restriction; forceps passage had restriction, advanced diagnostics borescope, major kinks inside biopsy channel; had reduced angulation; control knob recommend play; distal end plastic cover had dents and scratches; objective lens had tiny chips. And peeling cement; light guide lens had tiny chips and peeling cement; bending section cover or distal sheath rubber glue was cracked; and scope connector had dents ad scratches. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had a foreign object stuck in biopsy channel. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.